Event description:
Hospital reporter advised the 532.002 (small battery drive casing for 12v battery) needs repair for an unspecified malfunction. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed 2/7/2014 . The customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the casing that it works intermittently, contacts are corroded and seal is leaking. Evidence suggests this is due to usage wear over time. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 30-jun-2000. The source of the manufacture date is the release to warehouse date. (B)(4)